Event description:
It was reported that during a procedure involving the pipeline vantage, there were multiple unruptured saccular aneurysms located in the internal carotid artery. The stent's middle section failed to open after more than 50% deployment. The pipeline was positioned in a vessel with moderate tortuosity. The device was resheathed and removed with the microcatheter. The aneurysm had a maximum diameter of 5.13mm, 3.10mm, and 2.04mm, with a distal landing zone of 4.0mm and a proximal landing zone of 4.3mm. The pipeline was successfully removed from the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # (B)(4):¿ equipment used: video inspection system ((B)(6), ruler ((B)(6)) ¿ drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis withing shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil. The pipeline vantage shield embolization device was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline vantage shield braid ends were found to be fully opened and damaged. In addition, the middle section was found to be not fully opened and damage. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~14.2cm from proximal end. The phenom-27 catheter distal marker/tip was found to be flattened. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. ¿ conclusion: based on the analysis findings, the pipeline vantage shield was confirmed to have failure/incomplete open at middle section as the middle section was found to be not fully opened and damage. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that they had resheathed the pipeline with the wire/catheter in an attempt to open the device.